Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: one unexplained por event is observed on (B)(6) 2016. The battery compartment is cracked below the grip pad, returned battery cap is undamaged and able to fit to maintain electrical connection. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump powers up to a hard ¿cs052¿ alarm upon start up. The pump¿s cover was removed, moisture corrosion was found to the pcb on the keypad flex and to the eeprom. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.